Event description:
The customer had low blood sugar and paramedics were called out and treated her bg. The paramedics took the customer to the hospital. Later the customer was off the pump and her sugar level went high. The customer was treated with manual injection. It also was reported that the basal rates were off on one setting. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. Suggested customer to call her doctor to discuss possible cause of low blood glucose.